Manufacturer narrative:
(B)(4). Date sent: 06/14/2016. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the jaw piece broke preventing the load docking.

Event description:
It was reported that during a bariatric procedure, the load didn't fit in the stapler jaw. Apparently, some part/piece in the jaw broke preventing the load fitting. Another like device was used to complete the procedure. There were no adverse consequences for the patient.